Manufacturer narrative:
The intraocular lens has not yet been received for diopter measurement. Lens met all manufacturing specifications prior to release. All currently available information is provided in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Device not yet received for analysis.

Manufacturer narrative:
The returned intraocular lens(iol) was received in an unrelated lens case inside an iol lens box. It was visually inspected and showed a clear, intact optic and undamaged haptics, atypical of an explanted lens. The iol was inspected for optical properties and passed all resolution and astigmatism tests. The lens power measured 14.5 d inconsistent with the reported labeled diopter of 27.5 diopters. Manufacturing records were reviewed and showed no deviations. The documentation shows that the production order was manufactured according to specifications. There have been no other complaints reported for lenses manufactured in this production order. The possibility of mix-up with a production order of 14.5 diopter was also investigated and eliminated as a possible source. The results of our investigation did not identify a root cause in the manufacturing process and the definitive cause of the event could not be determined. Complaint trends will continue to be monitored. All information available is included in this report.

Event description:
The surgeon reported the patient experienced an unexpected post operative refraction of +8 diopters after implantation of the intraocular lens. He removed and replaced the lens with the same model of a higher diopter without complication.